Event description:
The customer reported non-reproducible, elevated troponin I (access accutni+3) results, for two patients, involving the unicel dxc 600i synchron access clinical system. This report is two of two referencing the event date noted. The customer stated the discrepant result was released out of the laboratory. There was no report of patient consequence or change in patient treatment associated with this event. Subsequent testing of the patients' samples, on an alternate unicel dxc 600i system, generated lower results within the normal reference range. The customer indicated the patients' samples were collected in 13x100 mm x 4.5 ml becton dickinson (bd) vacutainer plus plastic plasma tubes and centrifuged in a stat spin for three minutes, at ambient temperature. The samples were analyzed in the original collection tube. No sample integrity issues were noted. A beckman coulter field service engineer (fse) assessed the instrument at the facility.

Manufacturer narrative:
The field service engineer (fse) noted the main pipettor had been replaced and ultrasonics adjusted the week prior. The fse noted the ultrasonics at 215 vac ((B)(4)). Due to the adjustment the week prior, the fse replaced the ultrasonics pcb (printed circuit board) board. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to a faulty ultrasonics pcb board. A definitive root cause is unknown. (B)(6). This medwatch report is related to MDR 2122870-2014-00590.